Event description:
The customer reported that the left monitor was very dark and displayed an egg shaped circle.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep adjusted and aligned the workstation monitors to get the best image. The system is functioning as intended.